Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("left essure broken and not in position"), device dislocation ("left essure broken and not in position"), genital haemorrhage ("hemorrhages") and post procedural haemorrhage ("scare vaginal bleeding during recovered (after essure removal)") in a (B)(6) female patient who had essure (batch no. 697774) inserted for birth control. The occurrence of additional non-serious events is detailed below. The patient's past medical history included depression and platelet count high. No smoker. Family history included breast cancer. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2012, the patient experienced joint injury ("left knee trauma after direct trauma from traffic accident/ intramedular tumoral lesion right distal femur") with ligament injury. On (B)(6) 2014, the patient experienced allergy to arthropod bite ("excessive reaction from insect bite in right hand, forearm, ankle, left thigh") and arthropod bite ("inflamed bites and pruritus") with pruritus. On (B)(6) 2015, the patient experienced allergy to metals ("allergy to essure and affirmed that is allergic to metals"), device intolerance ("bad tolerance to essure") and hidradenitis ("hidradenitis in left labia minora"). On (B)(6) 2015, the patient experienced haemoglobin decreased ("haemoglobin of 11.9 g/dl"). On (B)(6) 2015, the patient experienced asthenia ("asthenia"), procedural dizziness ("sensation of dizziness since surgery (referred to removal of essure)") and body temperature increased ("increase of body temperature in afternoon"). On (B)(6) 2015, the patient experienced febrile infection ("infection presenting fever (37 °c)"), nausea ("sporadic nausea"), dysuria ("slight dysuria"), vaginal discharge ("dark-colored vaginal discharge"), abdominal pain lower ("slight pain in hypogastrium at touch"), white blood cell count increased ("leukocytes 12.47 10e3/mcl") and thrombocytosis ("thrombocytosis"). On (B)(6) 2015, the patient experienced endometrial thickening ("slight thickened endometrium") and adenomyosis ("irregular proliferative endometrium with adenomyosis"). On (B)(6) 2015, the patient experienced headache ("headache in left parietal region spread to right eye") and the first episode of vomiting ("vomits"). On (B)(6) 2016, the patient experienced adnexa uteri cyst ("left adnexal cysts"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), post procedural haemorrhage (seriousness criterion medically significant), procedural pain ("intense pain after insertion"), the second episode of vomiting ("vomit"), syncope ("loss of consciousness"), blood pressure decreased ("blood pressure of 90/ 60"), fatigue ("excessive tiredness"), alopecia ("hair loss"), hypersensitivity ("allergic reactions"), urticaria ("urticaria") and abdominal pain ("abdominal pain"). The patient was treated with methylprednisolone (urbason), corticosteroids, dexketoprofen, surgery (vaginal hysterectomy + right tubal partial sapingectomy and left tubal complete salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the device breakage, device dislocation, genital haemorrhage, post procedural haemorrhage, procedural pain, the last episode of vomiting, syncope, blood pressure decreased, fatigue, alopecia, allergy to metals, hypersensitivity, joint injury, allergy to arthropod bite, arthropod bite, device intolerance, hidradenitis, urticaria, abdominal pain, asthenia, haemoglobin decreased, procedural dizziness, body temperature increased, febrile infection, nausea, dysuria, vaginal discharge, abdominal pain lower, white blood cell count increased, thrombocytosis, endometrial thickening, adenomyosis, headache and adnexa uteri cyst outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, adenomyosis, adnexa uteri cyst, allergy to arthropod bite, allergy to metals, alopecia, arthropod bite, asthenia, blood pressure decreased, body temperature increased, device breakage, device dislocation, device intolerance, dysuria, endometrial thickening, fatigue, febrile infection, genital haemorrhage, haemoglobin decreased, headache, hidradenitis, hypersensitivity, joint injury, nausea, post procedural haemorrhage, procedural dizziness, procedural pain, syncope, thrombocytosis, urticaria, vaginal discharge, white blood cell count increased, the first episode of vomiting and the second episode of vomiting to be related to essure. The reporter commented: on (B)(6) 2015 vaginal hysterometry + right tubal partial salpingectomy and left tubal complete salpingectomy (normal ovaries were kept) were performed reporting only scare vaginal bleeding during recovery (haemoglobin of 11.9 g/dl {12.0 ¿ 15.6} on (B)(6)) and been discharged from hospital on (B)(6) 2015; nolotil (metamizol) and acetaminophen were prescribed. Diagnostic results (normal ranges are provided in parenthesis if available): allergy test - on (B)(6) 2016: nickel allergy and sensible to palladium chloride. Computerised tomogram - on (B)(6) 2016: cyst of of 1.7 cm in left hemipelvis haemoglobin (12.0 - 15.6 g/dl) - on (B)(6) 2015: 11.9 g/dl (depressed). Neutrophil count (1.5 - 7.7 10e3/mm3) - on (B)(6) 2015: 9.1 10e3/mm3 (elevated) pregnancy test - on an unknown date: (B)(6). Ultrasound scan - on (B)(6) 2010: essure in situ with echography of 2.9mm white blood cell count (3.9 - 10.2 10e3/mm3) - on (B)(6) 2015: 12.47 10e3/mm3 (elevated). X-ray - on (B)(6) 2010: essure in place with a distance around 3 cm on an unspecified date- vaginal culture: (B)(6) . Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('left essure broken') and device dislocation ('left essure not in position') in a 39-year-old female patient who had essure (batch no. 697774) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included depression and platelet count high. No smoker. Family history included breast cancer. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2012, the patient experienced joint injury ("left knee trauma after direct trauma from traffic accident/ intramedular tumoral lesion right distal femur") with ligament injury, 1 year 7 months after insertion of essure. On (B)(6) 2014, the patient experienced allergy to arthropod bite ("excessive reaction from insect bite in right hand, forearm, ankle, left thigh") and arthropod bite ("inflamed bites and pruritus") with pruritus. On (B)(6) 2015, the patient experienced allergy to metals ("allergy to essure and affirmed that is allergic to metals"), device intolerance ("bad tolerance to essure") and hidradenitis ("hidradenitis in left labia minora"). On (B)(6) 2015, the patient was found to have haemoglobin decreased ("haemoglobin of 11.9 g/dl"). On (B)(6) 2015, the patient experienced asthenia ("asthenia") and procedural dizziness ("sensation of dizziness since surgery (referred to removal of essure)") and was found to have body temperature increased ("increase of body temperature in afternoon"). On (B)(6) 2015, the patient experienced abdominal pain lower ("slight pain in hypogastrium at touch"), vaginal discharge ("dark-colored vaginal discharge"), febrile infection ("infection presenting fever (37 °c)"), nausea ("sporadic nausea"), dysuria ("slight dysuria") and thrombocytosis ("thrombocytosis") and was found to have white blood cell count increased ("leukocytes 12.47 10e3/mcl"). On (B)(6) 2015, the patient experienced endometrial thickening ("slight thickened endometrium") and adenomyosis ("irregular proliferative endometrium with adenomyosis"). On (B)(6) 2015, the patient experienced headache ("headache in left parietal region spread to right eye") and vomited ("vomits"). On (B)(6) 2016, the patient experienced adnexa uteri cyst ("left adnexal cysts"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), genital haemorrhage ("hemorrhages"), hypersensitivity ("allergic reactions"), post procedural haemorrhage ("scare vaginal bleeding during recovered (after essure removal)"), procedural pain ("intense pain after insertion"), vomiting ("vomit"), syncope ("loss of consciousness"), fatigue ("excessive tiredness"), alopecia ("hair loss") and urticaria ("urticaria") and was found to have blood pressure decreased ("blood pressure of 90/ 60"). The patient was treated with corticosteroids, dexketoprofen, methylprednisolone and surgery (vaginal hysterectomy + right tubal partial sapingectomy and left tubal complete salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the device breakage, device dislocation, abdominal pain lower, abdominal pain, genital haemorrhage, allergy to metals, hypersensitivity, device intolerance, vaginal discharge, post procedural haemorrhage, procedural pain, headache, vomiting, syncope, blood pressure decreased, fatigue, alopecia, joint injury, allergy to arthropod bite, arthropod bite, hidradenitis, urticaria, asthenia, haemoglobin decreased, procedural dizziness, body temperature increased, febrile infection, nausea, dysuria, white blood cell count increased, thrombocytosis, endometrial thickening, adenomyosis, vomited and adnexa uteri cyst outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, adenomyosis, adnexa uteri cyst, allergy to arthropod bite, allergy to metals, alopecia, arthropod bite, asthenia, blood pressure decreased, body temperature increased, device breakage, device dislocation, device intolerance, dysuria, endometrial thickening, fatigue, febrile infection, genital haemorrhage, haemoglobin decreased, headache, hidradenitis, hypersensitivity, joint injury, nausea, post procedural haemorrhage, procedural dizziness, procedural pain, syncope, thrombocytosis, urticaria, vaginal discharge, vomited, white blood cell count increased and vomiting to be related to essure. The reporter commented: on (B)(6) 2015 vaginal hysterometry + right tubal partial salpingectomy and left tubal complete salpingectomy (normal ovaries were kept) were performed reporting only scarce vaginal bleeding during recovery (haemoglobin of 11.9 g/dl {12.0 ¿ 15.6} on 12-aug-15) and been discharged from hospital on (B)(6) 2015; nolotil (metamizol) and acetaminophen were prescribed. Diagnostic results (normal ranges are provided in parenthesis if available): allergy test - on (B)(6) 2016: nickel allergy and sensible to palladium chloride. Computerised tomogram - on (B)(6) 2016: cyst of of 1.7 cm in left hemipelvis. Haemoglobin (12.0 - 15.6 g/dl) - on (B)(6) 2015: 11.9 g/dl. Neutrophil count (1.5 - 7.7 10e3/mm3) - on (B)(6) 2015: 9.1 10e3/mm3. Pregnancy test - on an unknown date: negative. Smear vagina - on an unknown date: vaginal culture negative. Ultrasound scan - on (B)(6) 2010: essure in situ with echography of 2.9mm. White blood cell count (3.9 - 10.2 10e3/mm3) - on (B)(6) 2015: 12.47 10e3/mm3. X-ray - on (B)(6) 2010: essure in place with a distance around 3 cm. Lot number: 697774, manufacturing date: 2009-12, expiration date: 2012-12. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-mar-2021: no new clinical information; imdrf-FDA codes update. We received a lot number in this case. A technical investigation was conducted, including a batch review and review of complaint records and records of non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('left essure not in position'), perforation ('organ tearing'), abdominal pain ('abdominal pain/serious abdominal pain') and multiple episodes of device breakage ('left essure broken', 'travelling parts of the broken product inside the body') in a 39-year-old female patient who had essure (batch no. 697774) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included depression and platelet count high. No smoker. Family history included breast cancer. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2012, the patient experienced joint injury ("left knee trauma after direct trauma from traffic accident/ intramedular tumoral lesion right distal femur") with ligament injury, 1 year 7 months after insertion of essure. On (B)(6) 2014, the patient experienced allergy to arthropod bite ("excessive reaction from insect bite in right hand, forearm, ankle, left thigh") and arthropod bite ("inflamed bites and pruritus") with pruritus. On (B)(6) 2015, the patient experienced allergy to metals ("allergy to essure and affirmed that is allergic to metals"), device intolerance ("bad tolerance to essure") and hidradenitis ("hidradenitis in left labia minora"). On (B)(6) 2015, the patient was found to have haemoglobin decreased ("haemoglobin of 11.9 g/dl"). On (B)(6) 2015, the patient experienced asthenia ("asthenia") and procedural dizziness ("sensation of dizziness since surgery (referred to removal of essure)") and was found to have body temperature increased ("increase of body temperature in afternoon"). On (B)(6) 2015, the patient experienced abdominal pain lower ("slight pain in hypogastrium at touch"), vaginal discharge ("dark-colored vaginal discharge"), febrile infection ("infection presenting fever (37 °c)"), nausea ("sporadic nausea"), dysuria ("slight dysuria") and thrombocytosis ("thrombocytosis") and was found to have white blood cell count increased ("leukocytes 12.47 10e3/mcl"). On (B)(6) 2015, the patient experienced endometrial thickening ("slight thickened endometrium") and adenomyosis ("irregular proliferative endometrium with adenomyosis"). On (B)(6) 2015, the patient experienced headache ("headache in left parietal region spread to right eye") and vomited ("vomits"). On (B)(6) 2016, the patient experienced adnexa uteri cyst ("left adnexal cysts"). On an unknown date, the patient experienced the first episode of device breakage (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), the second episode of device breakage (seriousness criterion medically significant), perforation (seriousness criteria medically significant and intervention required), abdominal pain (seriousness criterion medically significant), genital haemorrhage ("hemorrhages"), hypersensitivity ("allergic reactions/ allergy"), post procedural haemorrhage ("scare vaginal bleeding during recoverd (after essure removal)"), procedural pain ("intense pain after insertion"), vomiting ("vomit"), syncope ("loss of consciousness"), fatigue ("excessive tiredness"), alopecia ("hair loss"), urticaria ("urticaria"), mental disorder ("psychological problems"), heavy menstrual bleeding ("heavy bleeding during periods") and back pain ("back ache") and was found to have blood pressure decreased ("blood pressure of 90/ 60"). The patient was treated with corticosteroids, dexketoprofen, methylprednisolone and surgery (organ removal and vaginal hysterectomy + right tubal partial sapingectomy and left tubal complete salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the device dislocation, the last episode of device breakage, perforation, abdominal pain, abdominal pain lower, genital haemorrhage, allergy to metals, hypersensitivity, device intolerance, vaginal discharge, post procedural haemorrhage, procedural pain, headache, vomiting, syncope, blood pressure decreased, fatigue, alopecia, joint injury, allergy to arthropod bite, arthropod bite, hidradenitis, urticaria, asthenia, haemoglobin decreased, procedural dizziness, body temperature increased, febrile infection, nausea, dysuria, white blood cell count increased, thrombocytosis, endometrial thickening, adenomyosis, vomited, adnexa uteri cyst, mental disorder, heavy menstrual bleeding and back pain outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, adenomyosis, adnexa uteri cyst, allergy to arthropod bite, allergy to metals, alopecia, arthropod bite, asthenia, back pain, blood pressure decreased, body temperature increased, device dislocation, device intolerance, dysuria, endometrial thickening, fatigue, febrile infection, genital haemorrhage, haemoglobin decreased, headache, heavy menstrual bleeding, hidradenitis, hypersensitivity, joint injury, mental disorder, nausea, perforation, post procedural haemorrhage, procedural dizziness, procedural pain, syncope, thrombocytosis, urticaria, vaginal discharge, vomited, white blood cell count increased, the first episode of device breakage, vomiting and the second episode of device breakage to be related to essure. The reporter commented: on (B)(6) 2015 vaginal hysterometry + right tubal partial salpingectomy and left tubal complete salpingectomy (normal ovaries were kept) were performed reporting only scarce vaginal bleeding during recovery (haemoglobin of 11.9 g/dl {12.0 ¿ 15.6} on 12-aug-15) and been discharged from hospital on (B)(6) 2015; nolotil (metamizol) and acetaminophen were prescribed. Diagnostic results (normal ranges are provided in parenthesis if available): allergy test - on (B)(6) 2016: nickel allergy and sensible to palladium chloride. Computerised tomogram - on (B)(6) 2016: cyst of of 1.7 cm in left hemipelvis. Haemoglobin (12.0 - 15.6 g/dl) - on (B)(6) 2015: 11.9 g/dl. Neutrophil count (1.5 - 7.7 10e3/mm3) - on (B)(6) 2015: 9.1 10e3/mm3. Pregnancy test - on an unknown date: negative. Smear vagina - on an unknown date: vaginal culture negative. Ultrasound scan - on (B)(6) 2010: essure in situ with echography of 2.9mm. White blood cell count (3.9 - 10.2 10e3/mm3) - on (B)(6) 2015: 12.47 10e3/mm3. X-ray - on (B)(6) 2010: essure in place with a distance around 3 cm. Lot number: 697774, manufacturing date: 2009-12, and expiration date: 2012-12. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-dec-2021: reporter added, mental disorder , heavy menstrual bleeding, back ache, allergy nos, travelling parts of the broken product inside the body and organ tearing added as adverse event, serious abdominal pain updated to serious incident, allergic reaction as reported updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review and review of complaint records and records of non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('left essure broken/ travelling parts of the broken product inside the body'), device dislocation ('left essure not in position'), uterine perforation ('organ tearing') and abdominal pain ('abdominal pain/serious abdominal pain') in a 39-year-old female patient who had essure (batch no. 697774) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included depression and platelet count high. No smoker. Family history included breast cancer. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2012, the patient experienced joint injury ("left knee trauma after direct trauma from traffic accident/ intramedular tumoral lesion right distal femur") with ligament injury, 1 year 7 months after insertion of essure. On (B)(6) 2014, the patient experienced allergy to arthropod bite ("excessive reaction from insect bite in right hand, forearm, ankle, left thigh") and arthropod bite ("inflamed bites and pruritus") with pruritus. On (B)(6) 2015, the patient experienced allergy to metals ("allergy to essure and affirmed that is allergic to metals"), device intolerance ("bad tolerance to essure") and hidradenitis ("hidradenitis in left labia minora"). On (B)(6) 2015, the patient was found to have haemoglobin decreased ("haemoglobin of 11.9 g/dl"). On (B)(6) 2015, the patient experienced asthenia ("asthenia") and procedural dizziness ("sensation of dizziness since surgery (referred to removal of essure)") and was found to have body temperature increased ("increase of body temperature in afternoon"). On (B)(6) 2015, the patient experienced abdominal pain lower ("slight pain in hypogastrium at touch"), vaginal discharge ("dark-colored vaginal discharge"), febrile infection ("infection presenting fever (37 °c)"), nausea ("sporadic nausea"), dysuria ("slight dysuria") and thrombocytosis ("thrombocytosis") and was found to have white blood cell count increased ("leukocytes 12.47 10e3/mcl"). On (B)(6) 2015, the patient experienced endometrial thickening ("slight thickened endometrium") and adenomyosis ("irregular proliferative endometrium with adenomyosis"). On (B)(6) 2015, the patient experienced headache ("headache in left parietal region spread to right eye") and vomited ("vomits"). On (B)(6) 2016, the patient experienced adnexa uteri cyst ("left adnexal cysts"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), abdominal pain (seriousness criterion medically significant), genital haemorrhage ("hemorrhages"), hypersensitivity ("allergic reactions/ allergy"), post procedural haemorrhage ("scare vaginal bleeding during recoverd (after essure removal)"), procedural pain ("intense pain after insertion"), vomiting ("vomit"), syncope ("loss of consciousness"), fatigue ("excessive tiredness"), alopecia ("hair loss"), urticaria ("urticaria"), mental disorder ("psychological problems"), heavy menstrual bleeding ("heavy bleeding during periods") and back pain ("back ache") and was found to have blood pressure decreased ("blood pressure of 90/ 60"). The patient was treated with corticosteroids, dexketoprofen, methylprednisolone and surgery (vaginal hysterectomy + right tubal partial sapingectomy and left tubal complete salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the device breakage, device dislocation, uterine perforation, abdominal pain, abdominal pain lower, genital haemorrhage, allergy to metals, hypersensitivity, device intolerance, vaginal discharge, post procedural haemorrhage, procedural pain, headache, vomiting, syncope, blood pressure decreased, fatigue, alopecia, joint injury, allergy to arthropod bite, arthropod bite, hidradenitis, urticaria, asthenia, haemoglobin decreased, procedural dizziness, body temperature increased, febrile infection, nausea, dysuria, white blood cell count increased, thrombocytosis, endometrial thickening, adenomyosis, vomited, adnexa uteri cyst, mental disorder, heavy menstrual bleeding and back pain outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, adenomyosis, adnexa uteri cyst, allergy to arthropod bite, allergy to metals, alopecia, arthropod bite, asthenia, back pain, blood pressure decreased, body temperature increased, device breakage, device dislocation, device intolerance, dysuria, endometrial thickening, fatigue, febrile infection, genital haemorrhage, haemoglobin decreased, headache, heavy menstrual bleeding, hidradenitis, hypersensitivity, joint injury, mental disorder, nausea, post procedural haemorrhage, procedural dizziness, procedural pain, syncope, thrombocytosis, urticaria, uterine perforation, vaginal discharge, vomited, white blood cell count increased and vomiting to be related to essure. The reporter commented: on (B)(6) 2015 vaginal hysterometry + right tubal partial salpingectomy and left tubal complete salpingectomy (normal ovaries were kept) were performed reporting only scarce vaginal bleeding during recovery (haemoglobin of 11.9 g/dl {12.0 ¿ 15.6} on 12-aug-15) and been discharged from hospital on (B)(6) 2015; nolotil (metamizol) and acetaminophen were prescribed. Diagnostic results (normal ranges are provided in parenthesis if available): allergy test - on (B)(6) 2016: nickel allergy and sensible to palladium chloride. Computerised tomogram - on (B)(6) 2016: cyst of of 1.7 cm in left hemipelvis. Haemoglobin (12.0 - 15.6 g/dl) - on (B)(6) 2015: 11.9 g/dl. Neutrophil count (1.5 - 7.7 10e3/mm3) - on (B)(6) 2015: 9.1 10e3/mm3. Pregnancy test - on an unknown date: negative. Smear vagina - on an unknown date: vaginal culture negative. Ultrasound scan - on (B)(6) 2010: essure in situ with echography of 2.9mm. White blood cell count (3.9 - 10.2 10e3/mm3) - on (B)(6) 2015: 12.47 10e3/mm3. X-ray - on (B)(6) 2010: essure in place with a distance around 3 cm. Lot number: 697774, manufacturing date: 2009-12, and expiration date: 2012-12. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 10-dec-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review and review of complaint records and records of non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("left essure broken and not in position"), device dislocation ("left essure broken and not in position"), genital haemorrhage ("hemorrhages") and post procedural haemorrhage ("scare vaginal bleeding during recoverd (after essure removal)") in a 39-year-old female patient who had essure (batch no. 697774) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included depression and platelet count high. No smoker. Family history included breast cancer. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2012, the patient experienced joint injury ("left knee trauma after direct trauma from traffic accident/ intramedular tumoral lesion right distal femur") with ligament injury. On (B)(6) 2014, the patient experienced allergy to arthropod bite ("excessive reaction from insect bite in right hand, forearm, ankle, left thigh") and arthropod bite ("inflamed bites and pruritus") with pruritus. On (B)(6) 2015, the patient experienced allergy to metals ("allergy to essure and affirmed that is allergic to metals"), device intolerance ("bad tolerance to essure") and hidradenitis ("hidradenitis in left labia minora"). On (B)(6) 2015, the patient experienced haemoglobin decreased ("haemoglobin of 11.9 g/dl"). On (B)(6) 2015, the patient experienced asthenia ("asthenia"), procedural dizziness ("sensation of dizziness since surgery (referred to removal of essure)") and body temperature increased ("increase of body temperature in afternoon"). On (B)(6) 2015, the patient experienced febrile infection ("infection presenting fever (37 °c)"), nausea ("sporadic nausea"), dysuria ("slight dysuria"), vaginal discharge ("dark-colored vaginal discharge"), abdominal pain lower ("slight pain in hypogastrium at touch"), white blood cell count increased ("leukocytes 12.47 10e3/mcl") and thrombocytosis ("thrombocytosis"). On (B)(6) 2015, the patient experienced endometrial thickening ("slight thickened endometrium") and adenomyosis ("irregular proliferative endometrium with adenomyosis"). On (B)(6) 2015, the patient experienced headache ("headache in left parietal region spread to right eye") and the first episode of vomiting ("vomits"). On (B)(6) 2016, the patient experienced adnexa uteri cyst ("left adnexal cysts"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), post procedural haemorrhage (seriousness criterion medically significant), procedural pain ("intense pain after insertion"), the second episode of vomiting ("vomit"), syncope ("loss of consciousness"), blood pressure decreased ("blood pressure of 90/ 60"), fatigue ("excessive tiredness"), alopecia ("hair loss"), hypersensitivity ("allergic reactions"), urticaria ("urticaria") and abdominal pain ("abdominal pain"). The patient was treated with methylprednisolone (urbason), corticosteroids, dexketoprofen, surgery (vaginal hysterectomy + right tubal partial sapingectomy and left tubal complete salpingectomy) and surgery (vaginal hysterectomy + right tubal partial sapingectomy and left tubal complete salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the device breakage, device dislocation, genital haemorrhage, post procedural haemorrhage, procedural pain, the last episode of vomiting, syncope, blood pressure decreased, fatigue, alopecia, allergy to metals, hypersensitivity, joint injury, allergy to arthropod bite, arthropod bite, device intolerance, hidradenitis, urticaria, abdominal pain, asthenia, haemoglobin decreased, procedural dizziness, body temperature increased, febrile infection, nausea, dysuria, vaginal discharge, abdominal pain lower, white blood cell count increased, thrombocytosis, endometrial thickening, adenomyosis, headache and adnexa uteri cyst outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, adenomyosis, adnexa uteri cyst, allergy to arthropod bite, allergy to metals, alopecia, arthropod bite, asthenia, blood pressure decreased, body temperature increased, device breakage, device dislocation, device intolerance, dysuria, endometrial thickening, fatigue, febrile infection, genital haemorrhage, haemoglobin decreased, headache, hidradenitis, hypersensitivity, joint injury, nausea, post procedural haemorrhage, procedural dizziness, procedural pain, syncope, thrombocytosis, urticaria, vaginal discharge, white blood cell count increased, the first episode of vomiting and the second episode of vomiting to be related to essure. The reporter commented: on (B)(6) 2015 vaginal hysterometry + right tubal partial salpingectomy and left tubal complete salpingectomy (normal ovaries were kept) were performed reporting only scare vaginal bleeding during recovery (haemoglobin of 11.9 g/dl {12.0 ¿ 15.6} on (B)(6) 2015) and been discharged from hospital on (B)(6) 2015; nolotil (metamizol) and acetaminophen were prescribed. Diagnostic results (normal ranges are provided in parenthesis if available): allergy test - on (B)(6) 2016: nickel allergy and sensible to palladium chloride computerised tomogram - on (B)(6) 2016: cyst of of 1.7 cm in left hemipelvis haemoglobin (12.0 - 15.6 g/dl) - on (B)(6) 2015: 11.9 g/dl (depressed) neutrophil count (1.5 - 7.7 10e3/mm3) - on (B)(6) 2015: 9.1 10e3/mm3 (elevated) pregnancy test - on an unknown date: negative ultrasound scan - on (B)(6) 2010: essure in situ with echography of 2.9mm white blood cell count (3.9 - 10.2 10e3/mm3) - on (B)(6) 2015: 12.47 10e3/mm3 (elevated) x-ray - on (B)(6) 2010: essure in place with a distance around 3 cm on an unspecified date- vaginal culture: negative. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-oct-2018: quality-safety evaluation of ptc. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('left essure broken') and device dislocation ('left essure not in position') in a 39-year-old female patient who had essure (batch no. 697774) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included depression and platelet count high. No smoker. Family history included breast cancer. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2012, the patient experienced joint injury ("left knee trauma after direct trauma from traffic accident/ intramedular tumoral lesion right distal femur") with ligament injury, 1 year 7 months after insertion of essure. On (B)(6) 2014, the patient experienced allergy to arthropod bite ("excessive reaction from insect bite in right hand, forearm, ankle, left thigh") and arthropod bite ("inflamed bites and pruritus") with pruritus. On (B)(6) 2015, the patient experienced allergy to metals ("allergy to essure and affirmed that is allergic to metals"), device intolerance ("bad tolerance to essure") and hidradenitis ("hidradenitis in left labia minora"). On (B)(6) 2015, the patient was found to have haemoglobin decreased ("haemoglobin of 11.9 g/dl"). On (B)(6) 2015, the patient experienced asthenia ("asthenia") and procedural dizziness ("sensation of dizziness since surgery (referred to removal of essure)") and was found to have body temperature increased ("increase of body temperature in afternoon"). On (B)(6) 2015, the patient experienced abdominal pain lower ("slight pain in hypogastrium at touch"), vaginal discharge ("dark-colored vaginal discharge"), febrile infection ("infection presenting fever (37 °c)"), nausea ("sporadic nausea"), dysuria ("slight dysuria") and thrombocytosis ("thrombocytosis") and was found to have white blood cell count increased ("leukocytes 12.47 10e3/mcl"). On (B)(6) 2015, the patient experienced endometrial thickening ("slight thickened endometrium") and adenomyosis ("irregular proliferative endometrium with adenomyosis"). On (B)(6) 2015, the patient experienced headache ("headache in left parietal region spread to right eye") and vomited ("vomits"). On (B)(6) 2016, the patient experienced adnexa uteri cyst ("left adnexal cysts"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), genital haemorrhage ("hemorrhages"), hypersensitivity ("allergic reactions"), post procedural haemorrhage ("scare vaginal bleeding during recoverd (after essure removal)"), procedural pain ("intense pain after insertion"), vomiting ("vomit"), syncope ("loss of consciousness"), fatigue ("excessive tiredness"), alopecia ("hair loss") and urticaria ("urticaria") and was found to have blood pressure decreased ("blood pressure of 90/ 60"). The patient was treated with corticosteroids, dexketoprofen, methylprednisolone and surgery (vaginal hysterectomy + right tubal partial sapingectomy and left tubal complete salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the device breakage, device dislocation, abdominal pain lower, abdominal pain, genital haemorrhage, allergy to metals, hypersensitivity, device intolerance, vaginal discharge, post procedural haemorrhage, procedural pain, headache, vomiting, syncope, blood pressure decreased, fatigue, alopecia, joint injury, allergy to arthropod bite, arthropod bite, hidradenitis, urticaria, asthenia, haemoglobin decreased, procedural dizziness, body temperature increased, febrile infection, nausea, dysuria, white blood cell count increased, thrombocytosis, endometrial thickening, adenomyosis, vomited and adnexa uteri cyst outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, adenomyosis, adnexa uteri cyst, allergy to arthropod bite, allergy to metals, alopecia, arthropod bite, asthenia, blood pressure decreased, body temperature increased, device breakage, device dislocation, device intolerance, dysuria, endometrial thickening, fatigue, febrile infection, genital haemorrhage, haemoglobin decreased, headache, hidradenitis, hypersensitivity, joint injury, nausea, post procedural haemorrhage, procedural dizziness, procedural pain, syncope, thrombocytosis, urticaria, vaginal discharge, vomited, white blood cell count increased and vomiting to be related to essure. The reporter commented: on (B)(6) 2015 vaginal hysterometry + right tubal partial salpingectomy and left tubal complete salpingectomy (normal ovaries were kept) were performed reporting only scare vaginal bleeding during recovery (haemoglobin of 11.9 g/dl {12.0 ¿ 15.6} on 12-aug-15) and been discharged from hospital on (B)(6) 2015; nolotil (metamizol) and acetaminophen were prescribed. Diagnostic results (normal ranges are provided in parenthesis if available): allergy test - on (B)(6) 2016: nickel allergy and sensible to palladium chloride. Computerised tomogram - on (B)(6) 2016: cyst of of 1.7 cm in left hemipelvis. Haemoglobin (12.0 - 15.6 g/dl) - on (B)(6) 2015: 11.9 g/dl. Neutrophil count (1.5 - 7.7 10e3/mm3) - on (B)(6) 2015: 9.1 10e3/mm3. Pregnancy test - on an unknown date: negative. Smear vagina - on an unknown date: vaginal culture negative. Ultrasound scan - on (B)(6) 2010: essure in situ with echography of 2.9mm. White blood cell count (3.9 - 10.2 10e3/mm3) - on (B)(6) 2015: 12.47 10e3/mm3. X-ray - on (B)(6) 2010: essure in place with a distance around 3 cm. Lot number: 697774 manufacturing date: 2009-12 expiration date: 2012-12. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-may-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review and review of complaint records and records of non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('left essure broken and not in position') and device dislocation ('left essure broken and not in position') in a 39-year-old female patient who had essure (batch no. 697774) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included depression and platelet count high. No smoker. Family history included breast cancer. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2012, the patient experienced joint injury ("left knee trauma after direct trauma from traffic accident/ intramedular tumoral lesion right distal femur") with ligament injury, 1 year 7 months after insertion of essure. On (B)(6) 2014, the patient experienced allergy to arthropod bite ("excessive reaction from insect bite in right hand, forearm, ankle, left thigh") and arthropod bite ("inflamed bites and pruritus") with pruritus. On (B)(6) 2015, the patient experienced allergy to metals ("allergy to essure and affirmed that is allergic to metals"), device intolerance ("bad tolerance to essure") and hidradenitis ("hidradenitis in left labia minora"). On (B)(6) 2015, the patient was found to have haemoglobin decreased ("haemoglobin of 11.9 g/dl"). On (B)(6)2015, the patient experienced asthenia ("asthenia") and procedural dizziness ("sensation of dizziness since surgery (referred to removal of essure)") and was found to have body temperature increased ("increase of body temperature in afternoon"). On (B)(6) 2015, the patient experienced febrile infection ("infection presenting fever (37 °c)"), nausea ("sporadic nausea"), dysuria ("slight dysuria"), vaginal discharge ("dark-colored vaginal discharge"), abdominal pain lower ("slight pain in hypogastrium at touch") and thrombocytosis ("thrombocytosis") and was found to have white blood cell count increased ("leukocytes 12.47 10e3/mcl"). On (B)(6) 2015, the patient experienced endometrial thickening ("slight thickened endometrium") and adenomyosis ("irregular proliferative endometrium with adenomyosis"). On (B)(6) 2015, the patient experienced headache ("headache in left parietal region spread to right eye") and vomited ("vomits"). On (B)(6) 2016, the patient experienced adnexa uteri cyst ("left adnexal cysts"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage ("hemorrhages"), post procedural haemorrhage ("scare vaginal bleeding during recoverd (after essure removal)"), procedural pain ("intense pain after insertion"), vomiting ("vomit"), syncope ("loss of consciousness"), fatigue ("excessive tiredness"), alopecia ("hair loss"), hypersensitivity ("allergic reactions"), urticaria ("urticaria") and abdominal pain ("abdominal pain") and was found to have blood pressure decreased ("blood pressure of 90/ 60"). The patient was treated with corticosteroids, dexketoprofen, methylprednisolone and surgery (vaginal hysterectomy + right tubal partial sapingectomy and left tubal complete salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the device breakage, device dislocation, genital haemorrhage, post procedural haemorrhage, procedural pain, vomiting, syncope, blood pressure decreased, fatigue, alopecia, allergy to metals, hypersensitivity, joint injury, allergy to arthropod bite, arthropod bite, device intolerance, hidradenitis, urticaria, abdominal pain, asthenia, haemoglobin decreased, procedural dizziness, body temperature increased, febrile infection, nausea, dysuria, vaginal discharge, abdominal pain lower, white blood cell count increased, thrombocytosis, endometrial thickening, adenomyosis, headache, vomited and adnexa uteri cyst outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, adenomyosis, adnexa uteri cyst, allergy to arthropod bite, allergy to metals, alopecia, arthropod bite, asthenia, blood pressure decreased, body temperature increased, device breakage, device dislocation, device intolerance, dysuria, endometrial thickening, fatigue, febrile infection, genital haemorrhage, haemoglobin decreased, headache, hidradenitis, hypersensitivity, joint injury, nausea, post procedural haemorrhage, procedural dizziness, procedural pain, syncope, thrombocytosis, urticaria, vaginal discharge, vomited, white blood cell count increased and vomiting to be related to essure. The reporter commented: on (B)(6) 2015 vaginal hysterometry + right tubal partial salpingectomy and left tubal complete salpingectomy (normal ovaries were kept) were performed reporting only scare vaginal bleeding during recovery (haemoglobin of 11.9 g/dl {12.0 ¿ 15.6} on 12-aug-15) and been discharged from hospital on (B)(6) 2015; nolotil (metamizol) and acetaminophen were prescribed. Diagnostic results (normal ranges are provided in parenthesis if available): allergy test - on (B)(6) 2016: results: nickel allergy and sensible to palladium chloride. Computerised tomogram - on (B)(6) 2016: results: cyst of of 1.7 cm in left hemipelvis. Haemoglobin (12.0 - 15.6 g/dl) - on (B)(6) 2015: 11.9 g/dl. Neutrophil count (1.5 - 7.7 10e3/mm3) - on (B)(6) 2015: 9.1 10e3/mm3. Pregnancy test - on an unknown date: results: negative. Ultrasound scan - on (B)(6) 2010: results: essure in situ with echography of 2.9mm. White blood cell count (3.9 - 10.2 10e3/mm3) - on (B)(6) 2015: 12.47 10e3/mm3. X-ray - on (B)(6) 2010: results: essure in place with a distance around 3 cm. Diagnostic results: on an unspecified date- vaginal culture: negative. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: information from deleted duplicate case (B)(4) transferred. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('left essure broken and not in position') and device dislocation ('left essure broken and not in position') in a 39-year-old female patient who had essure (batch no. 697774) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included depression and platelet count high. No smoker. Family history included breast cancer. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2012, the patient experienced joint injury ("left knee trauma after direct trauma from traffic accident/ intramedular tumoral lesion right distal femur") with ligament injury, 1 year 7 months after insertion of essure. On (B)(6) 2014, the patient experienced allergy to arthropod bite ("excessive reaction from insect bite in right hand, forearm, ankle, left thigh") and arthropod bite ("inflamed bites and pruritus") with pruritus. On (B)(6) 2015, the patient experienced allergy to metals ("allergy to essure and affirmed that is allergic to metals"), device intolerance ("bad tolerance to essure") and hidradenitis ("hidradenitis in left labia minora"). On (B)(6) 2015, the patient was found to have haemoglobin decreased ("haemoglobin of 11.9 g/dl"). On (B)(6) 2015, the patient experienced asthenia ("asthenia") and procedural dizziness ("sensation of dizziness since surgery (referred to removal of essure)") and was found to have body temperature increased ("increase of body temperature in afternoon"). On (B)(6) 2015, the patient experienced febrile infection ("infection presenting fever (37 °c)"), nausea ("sporadic nausea"), dysuria ("slight dysuria"), vaginal discharge ("dark-colored vaginal discharge"), abdominal pain lower ("slight pain in hypogastrium at touch") and thrombocytosis ("thrombocytosis") and was found to have white blood cell count increased ("leukocytes 12.47 10e3/mcl"). On (B)(6) 2015, the patient experienced endometrial thickening ("slight thickened endometrium") and adenomyosis ("irregular proliferative endometrium with adenomyosis"). On (B)(6) 2015, the patient experienced headache ("headache in left parietal region spread to right eye") and vomited ("vomits"). On (B)(6) 2016, the patient experienced adnexa uteri cyst ("left adnexal cysts"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage ("hemorrhages"), post procedural haemorrhage ("scare vaginal bleeding during recovered (after essure removal)"), procedural pain ("intense pain after insertion"), vomiting ("vomit"), syncope ("loss of consciousness"), fatigue ("excessive tiredness"), alopecia ("hair loss"), hypersensitivity ("allergic reactions"), urticaria ("urticaria") and abdominal pain ("abdominal pain") and was found to have blood pressure decreased ("blood pressure of 90/ 60"). The patient was treated with corticosteroids, dexketoprofen, methylprednisolone and surgery (vaginal hysterectomy + right tubal partial salpingectomy and left tubal complete salpingectomy). Essure was removed on (B)(6)2015. At the time of the report, the device breakage, device dislocation, genital haemorrhage, post procedural haemorrhage, procedural pain, vomiting, syncope, blood pressure decreased, fatigue, alopecia, allergy to metals, hypersensitivity, joint injury, allergy to arthropod bite, arthropod bite, device intolerance, hidradenitis, urticaria, abdominal pain, asthenia, haemoglobin decreased, procedural dizziness, body temperature increased, febrile infection, nausea, dysuria, vaginal discharge, abdominal pain lower, white blood cell count increased, thrombocytosis, endometrial thickening, adenomyosis, headache, vomited and adnexa uteri cyst outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, adenomyosis, adnexa uteri cyst, allergy to arthropod bite, allergy to metals, alopecia, arthropod bite, asthenia, blood pressure decreased, body temperature increased, device breakage, device dislocation, device intolerance, dysuria, endometrial thickening, fatigue, febrile infection, genital haemorrhage, haemoglobin decreased, headache, hidradenitis, hypersensitivity, joint injury, nausea, post procedural haemorrhage, procedural dizziness, procedural pain, syncope, thrombocytosis, urticaria, vaginal discharge, vomited, white blood cell count increased and vomiting to be related to essure. The reporter commented: on (B)(6) 2015 vaginal hysterometry + right tubal partial salpingectomy and left tubal complete salpingectomy (normal ovaries were kept) were performed reporting only scare vaginal bleeding during recovery (haemoglobin of 11.9 g/dl {12.0 ¿ 15.6} on (B)(6) 2015) and been discharged from hospital on (B)(6) 2015; nolotil (metamizol) and acetaminophen were prescribed. Diagnostic results (normal ranges are provided in parenthesis if available): allergy test - on (B)(6) 2016: results: nickel allergy and sensible to palladium chloride. Computerised tomogram - on (B)(6) 2016: results: cyst of 1.7 cm in left hemipelvis. Haemoglobin (12.0 - 15.6 g/dl) - on (B)(6) 2015: 11.9 g/dl. Neutrophil count (1.5 - 7.7 10e3/mm3) - on (B)(6) 2015: 9.1 10e3/mm3. Pregnancy test - on an unknown date: results: negative. Ultrasound scan - on (B)(6) 2010: results: essure in situ with echography of 2.9mm. White blood cell count (3.9 - 10.2 10e3/mm3) - on (B)(6) 2015: 12.47 10e3/mm3. X-ray - on (B)(6) 2010: results: essure in place with a distance around 3 cm. Diagnostic results: on an unspecified date- vaginal culture: negative. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-jan-2020: information from deleted duplicate case (B)(4) transferred. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.